Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the stylet got stuck and could not be removed from the left ventricular lead. The lead was not used and a new lead was implanted. The patient was in stable condition.